Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera did not work. It was disconnected several times, turned off and on several times with and without a camera, but the equipment gives error e222 (communication error). The issue occurred during an unknown procedure. There were no reports of patient harm.